Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) ¿discharged¿ multiple times the previous year and two weeks ago. The patient stated, ¿it went off numerous times, seven times within a twenty-minute period". The patient stated that their primary physician told them that the shocks "put them into cardiac arrest¿. The patient then reported for their shocks two weeks ago "it went off twice within an hour and a half a part". Then later "seven different times within an hour period". The patient stated that the ¿primary care doctor said they had a myocardial infarction but that a heart catheterization and electrocardiogram (ECG) was completed and they were told everything looks fantastic. No raised enzymes, blood work came back normal". The patient said he has a "non-functional c-1 and the vagus nerve is getting stimulated and entrapped". The patient explained this is leading to interference with the electrical signals between their brain and heart. The patient requested their ICD data going back in time to further review. The ICD remains in use. No further patient complications have been reported as a result of this event.